Event description:
This pt was admitted with a pe, rue dvt and underwent subclavian vein angioplasty with ekos endowave infusion catheter tpa infusion. When the ekos is turned on, a green light is visualized, however, a secondary yellow light is indicative the infusion catheter is actually functioning. This design feature is contrary to other machines and confusing to staff. In this event, the green light was on, but the yellow light was missed. While unharmed, the pt did not receive the intended tpa for approx six hours. In addition to having a secondary light indicative of machine operation, the yellow color itself can be difficult to visualize in well-lit ICU environments. It would seem that one indicator would suffice for operation.